Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. Visual inspection of the set noted no obvious damage or any issues. Functional and pressure testing resulted in no leaking or issues observed. The root cause was not identified.

Event description:
The customer reported the tubing leaked during a doxorubicin infusion. There was no report of patient harm .